Event description:
A customer reported damage to the pump's housing around the usb port, which affected the ability to charge the pump. The pump did not shut down due to the issue. There was no adverse impact on the customer's blood glucose level. A replacement pump was arranged by technical support, and the patient used an insulin pen as a backup.